Event description:
It was reported that 2 bd pn relion 32g x 4mm were difficult to operate. The following information was provided by the initial reporter: the consumer reported that even after completing the flow check the injection takes longer to press down the dose button. Date of event: unknown. Sample status: awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-10. H6: investigation summary: customer returned (3) sealed 32gx 4mm bd pen needles (1 from lot# 0136696, 1 from lot# 0140356, and 1 from lot# 0217116). The consumer reported that it takes longer to press down the dosage button during injection. All 3 returned pen needles were examined, then tested for flow using a test pen injector. All 3 pen needles were able to expel properly. No defects were observed. DHR was reviewed for lot# 0140356 and no qn found. DHR was reviewed for lot# 0136696 and no qn found. DHR was reviewed for lot#0217116 and no qn found. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0217116 ¿ device expiration date : 08/31/2025 ¿ device manufacture date : 02/01/2021, lot # : 0136696 ¿ device expiration date : 05/31/2025 ¿ device manufacture date : 08/31/2020, lot # : 0140356 ¿ device expiration date : 05/31/2025 ¿ device manufacture date : 11/03/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pn relion 32g x 4mm were difficult to operate. The following information was provided by the initial reporter : the consumer reported that even after completing the flow check the injection takes longer to press down the dose button. Date of event : unknown. Sample status : awaiting sample.